Manufacturer narrative:
The subject device was not returned for evaluation, as it was disposed of by the hospital staff. A similar complaint for which the device was returned confirmed that the triple needle brush was slightly extended (<1mm) beyond the end of the sheath. The sheath was measured and found to be within specification at 1104mm. Since the failure mode for that complaint was not caused by a short sheath, other component dimensions or assembly errors were potential causes for the brush tip to be exposed. The length of the pull wire that connects the push needle in the handle to the triple needle brush may have been too long. A definitive root cause for the reported issue could not be determined.

Event description:
When the doctor opened the subject device (ins-5300) from the packaging, it was noted that the triple needle brush was already deployed, and the instrument did not have the clear protective piece of the tip. The needle would not fully retract when the doctor attempted to retract the brush. This report is being submitted for the triple needle brush not fully retracting. There was no harm to the patient or user. The intended procedure was able to be completed after a minor delay of two (2) minutes.